Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unk. It was reported approx 12 months post stent graft implant, that the pt was in for a routine follow-up and the CT demonstrated that the stent graft had migrated resulting in a type I endoleak due to the severe angulation of the aortic neck. The physician elected to treat the pt with an aortic cuff and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (migration, endoleak). Pt's condition affected effectiveness of device (severe angulation of the aortic neck). Conclusion: device failure/lack of effectiveness related to pt condition (severe angulation of the aortic neck).